Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that out of box, the cardiosave intra-aortic balloon pump (iabp) units display and touchscreen had dead pixels. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and found that display and touchscreen had dead spots. He replaced assembly, display top lcd and touchscreen assembly,12.1" to fix the issue. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. Parts were received with a reported failure of a dead pixel on each part. The fat performed a visual inspection and found the part to be in good condition. On boot up it was found that display and touchscreen had a dead pixel on the screen. Fat verified the reported failure of each part. No root cause defined. Supplier cannot test these parts. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.